Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device presented purple flicker appearing and purple halation occurring against the lighted item during lab or demonstration. There were no reports of patient involvement.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, h3, h6. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: component failure of r-unit (charged coupled device), the rigid tube was dented/component failure of the rigid tube. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: a purple flicker appearing and purple halation occurring against the lighted item is caused by a component failure of r-unit. The rigid tube dented is caused by a component failure of the rigid tube. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.